Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he was experiencing pain in both eyes, poor distance vision and circles around lights. The consumer reported that driving at night was difficult. He could not watch television without experiencing headaches and eye fatigue. The consumer reported the iol was exchanged. In a follow up, the surgeon reported the iol did not cause or contribute to the event. He reported poor patient selection wa related to the event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/17/2009, 10/06/2009, and 10/07/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/15/2009.